Event description:
X-ray done for upper gi series on patient and study had been reviewed by the radiologist. Images were lost when database crashed, unable to send to retrieve images and send to the pacs system. Approximately ten images were lost. Verbal report had been given to the treating physician.